Event description:
A senior territory manager reported a complaint on christmas day at university of wisconsin hospital. The cath lab staff was working with the doctor to insert an iab in a patient that was crashing. The doctor selected a 50cc mega balloon and attempted to insert it. The balloon was hung up in the sheath and it could not be passed. The doctor then removed the first sheath, thinking it was defective, and placed another of our sheaths from a second kit and attempted to pass a second balloon. The doctor had the same difficulty and could not pass the balloon. The staff then opened a 40cc linear balloon and it was placed successfully through the 8 french mega sheath. This process did take some time, and the patient did eventually expire. The lead rn was not scrubbed, but did state that a female fellow was assisting the doctor (the attending and an experienced interventionalist) so he was unsure what the prep had been. The nurse stated on (B)(6) 2013 that while a death did occur, it had nothing to do with the iab.

Manufacturer narrative:
The product was not returned for evaluation. (B)(4).